Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date and name of the surgery. Product code and lot number. Were any devices retained in the patient? If yes, please provide size of device retained and in what location/structure. Were there any adverse patient consequences? Patient status? If applicable, will product involved be returned? Return date, tracking information? Note: two separate events were reported on user facility mw 0300360000-2020-8002. These events have been submitted via 2210968-2020-02489 and 2210968-2020-02488. (B)(4).

Event description:
It was reported via user facility medwatch 0300360000-2020-8002 that a patient underwent an unknown procedure on an unknown date and suture was used. The needle tip broke during the surgery when used on the skin. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/21/2020. Additional information was requested and the following was obtained: date and name of the surgery: c-section on (B)(6) 2019. Product code and lot number do not have. Were any devices retained in the patient? No, it was found and removed. Patient consequences? No. Patient status? Unknown - discharged. If applicable, will product involved be returned? Return date, tracking information? If yes, is the product being returned related to j346h used during c-section or is the device to be returned. - the needle was not retained.